Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: stickier than usual making it slightly more difficult for the implants to slip into the pocket."

Event description:
Healthcare professional reported via sales representative keller funnels were stickier than usual making it slightly more difficult for the implants to slip into the pocket."

Event description:
Additional information received from the sales representative noted that the irrisept irrigation they have been using with the keller funnel may be stripping the hyaluronic acid lining the keller funnel and causing the issue.